Event description:
Subsequent to the initial MDR, a correction was updated on 06/16/2025. It was clarified by technical support that the patient's insulin pump continues to deliver insulin until her blood glucose levels drop significantly. This issue appears to be due to inaccuracies in the cgm (continuous glucose monitor) readings, which consistently differ from the values shown on her bg (blood glucose) meter by approximately 70¿100 mg/dl. For example, on 05/28, the patient reported: bg meter reading: 130 mg/dl, cgm reading: 200 mg/dl. In another instance: bg meter reading: 230 mg/dl, cgm reading: 330 mg/dl. As part of her treatment, the patient received a potassium drip with d5. Additionally, ativan was administered for anxiety, and zofran and reglan were given to manage nausea and vomiting. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. It has been reported that there was a difference in readings of approximately 70¿100 mg/dl. There were no reported glucose values available to search within the parkes error grid calculator for 05/25/2025 through 05/27/2025. At an unspecified time, the reported glucose values fall within the b zone of the parkes error grid on 05/28/2025. The data investigation found a difference in values that falls within the b zone of the parkes error grid on 05/26/2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is an off-label usage of the device. The patient was hospitalized the day prior to the report due to diabetic ketoacidosis (dka), which was reportedly triggered by sensor inaccuracies beginning around (B)(6) 2025. According to the patient, her insulet omnipod5 system, operating in modified closed-loop mode, continued delivering insulin despite falling glucose levels, ultimately contributing to hypoglycemia. On (B)(6) 2025, the patient reported a discrepancy between glucose readings: a bg value of 130 mg/dl versus an estimated glucose value (egv) of 200 mg/dl. The timing of this comparison was not specified in the complaint. The patient experienced nausea and vomiting, which progressed to dka. No egv or bg readings were documented during the dka episode. While hospitalized, the patient received an insulin drip, potassium drip with d5, ativan, and zofran to manage symptoms. No glucose readings from the hospital stay were provided. At the time of the report, the patient remained hospitalized. No other details were documented, and multiple attempts to contact the reporter were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator for (B)(6) 2025 through (B)(6) 2025. At an unspecified time, the reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2025. The data investigation found a difference in values that falls within the b zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.